Event description:
Boston scientific crm received information that the patient with this right atrial lead was admitted to the hospital for edema possible due to heart failure. This lead displayed an impedance measurement of 2500 ohms and loss of capture. An x-ray confirmed a lead fracture. The brady system was removed from service and replaced with another manufactures system. No other adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.